Event description:
Report received from the USA stating that the device was "overheating" during a pre-test. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the reported condition was duplicated. Evidence indicates this was due to excessive force. The reported condition was confirmed. If add'l info is received, a supplemental report will be sent.